Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, delayed bleeding/oozing was observed from the entire staple line where a the sureform 60 stapler was fired on stomach and small bowel tissue. The surgeon was able to address the bleeding with endoclips. The procedure was completed robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) failure analysis engineer reviewed the stapler logs for the stapler used in this event and the following information was provided: the logs show a sureform 60 stapler instrument (part #480460-09, lot #k14240620-0255), was installed on the system 9 times and fired 7 stapler reloads (5 blue, followed by 2 white). On installs 1, 2, and 4-6, all clamp attempts were successful, and the firings were each completed with no pauses for compression. On install 3, the stapler failed to engage with the system. On installs 7 and 9, the first clamp was successful, and the firings were each completed with 1 pause for compression. On install 8, a white sureform 60 reload was installed; however, no clamping or firing was attempted. After the 7th firing, the instrument was removed and not used in the procedure again. There were no additional stapler related errors in the logs.